Event description:
This customer reported that four infusors appeared to have finished their infusions earlier than expected (between 6 and 8 hrs early). These infusions involved the use of multiple drug cocktails. There were no pt problems associated with these events.